Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was able to have their pressure setting adjusted. Following the adjustment, the patient had a good recovery.

Manufacturer narrative:
Implant and event dates are approximations. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient was implanted due to hydrocephalus in (B)(6) 2014. In (B)(6) 2018, the patient began to experience dizziness and returned to the hospital for adjustment later in (B)(6). At that time, the patient had high intracranial pressure and somnolence. The patient¿s condition persisted as of the date of this report.